Event description:
It was reported during an implant procedure on (B)(6) 2023, the atrial lead would not fit in the implantable cardioverter defibrillator (ICD) header, so the ICD was replaced within the same operation. Post-procedure there were no patient consequences.

Manufacturer narrative:
The reported event of a header anomaly was confirmed. Dislodged spring in the atrial chamber of the header was observed. Manufacturing investigation found an issue related to manufacturing. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.